Event description:
It was reported that pump experienced malfunction with code 16, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer did not have pump available at time of call, so malfunction was not reset, and technical support advised customer to call back when pump was available for further troubleshooting, with no additional outcome information received.